Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device application was crashed and displayed an error message. The customer confirmed that the application launched after a reboot. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message during a penile prosthesis procedure. The customer stated that there was delay of about 10-15 minutes and they had to go to another room to get the required medications. The required medications were epinephrine, vasopressin, sugammadex and rocuronium. There were no adverse events or injuries reported based on this event.

Event description:
Customer reported a bd pyxis anesthesia es system displayed an error message during a penile prosthesis procedure. The customer stated that there was delay of about 10-15 minutes and they had to go to another room to get the required medications. The required medications were epinephrine, vasopressin, sugammadex and rocuronium. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2022 to 07- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device application crashed and displayed an error message. A technical support specialist instructed the customer to do a reboot to resolve the issue and confirmed that the application was launched. The system functioned as intended after the technical support specialist troubleshot the device.